Event description:
The dentist reported that 1 month after the dental implant was installed in intraoral region # 14 it was seen its non osseointegration. Forty ncm of primary stability was achieved and immediate load was not performed.